Event description:
Two staff members developed a rash after wearing the gloves. One was treated with prednisone.

Manufacturer narrative:
The physician's office manager reported that two staff members developed an itchy, burning rash after wearing the gloves. They applied silvadene cream and (B)(4) lotion to their hands. The rash subsided for one staff member and prednisone was prescribed for the second individual with positive results. The physician in the office also wore the exam gloves but did not develop any reaction. We have had no other skin irritation issues reported for this glove.